Manufacturer narrative:
Product complaint #: (B)(4). The device catalog number is unknown; therefore, UDI is unavailable. Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the 36x52 neutral liner trial broke. The metal piece came apart from the plastic liner. All pieces retrieved. There was no surgical delay.

Event description:
Additional information received. Indicated, that the trial liner would not screw into the cup.

Manufacturer narrative:
Product complaint (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information, which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. If information is obtained, that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: the device associated with this complaint was returned for examination. The visual examination of the device found the device is broken and the screw and snap ring fell apart consequentially. It is reasonable to conclude that the device will no longer assemble due to the broken condition. All parts were returned. The reported conditions were confirmed. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. Drawing/specifications reviewed: drawing: n/a. Specification review was not performed since it was not applicable to the complaint condition. Dimensional inspection: a dimensional inspection was not performed since it was not applicable to the complaint condition. Device history lot: a date code was provided, which indicates that the device was manufactured on 02/2011. A manufacturing records evaluation (mre) was not performed since a valid finished good lot number was not provided for this device.